Event description:
It was reported via legal documentation that a patient experienced a right knee surgical procedure approximately 2 years 2 months post initial implant. Preoperative diagnoses: failed right total knee arthroplasty secondary to premature polyethylene wear from a recalled polyethylene insert and aseptic loosening of the femoral component. Revision right. Total knee arthroplasty of femoral, tibial, and patellar components. Patient was revised to competitor's implants. Infection work-up was negative. There was some early polyethylene synovitis, but no signs of infection or purulence. There was early wear of the patellar button on the lateral facet with flattening, it was exchanged. On gross inspection of the tibial insert, there were no obvious signs of significant wear, there were a couple of areas of some pinning. There was failure of bony ingrowth for the femoral component, it was removed. Tibial component was removed. Tile patient was awoken from anesthesia and transferred to the recovery room in stable condition. No complications. Device will not be returned. No breakage of device or surgical delay/prolongation reported. There is no additional information available

Manufacturer narrative:
Related: MFR #1038671-2023-01673 report 1 of 3. MFR #1038671-2024-01999 report 2 of 3. Additional manufacturer narrative- report 3 of 3. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3: the reason for the revision reported may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the bone to thoroughly grow into the femoral component may have lead to loosening at the bone-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation.